Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regw0951 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer "(B)(6) 2023 called to assess patient lua dl PICC, due to occlusion and positional since last night, seen by vat rn, noted with brisk blood return on both lumen, dressing is intact no visible kink, cpn and IV fluids flowing very good when arm is abduct and adduct , but when ask patient to raised his arm above his head , IV pump started to beep and occlusion detected, possible catheter issue as seen in cxr ,about 7-8 cm above the site noted intra lumen (possible kink/line fracture)." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. Two ap radiographs of the left side of the chest and the arm were returned for evaluation of this complaint. The implicated product was a 4fr d/l powerpicc provena catheter. The left-sided PICC was visible in the images. The catheter was seen overlapping itself at the insertion site into the skin and vein. The overlapping portion likely represented a kink in the line. However, a kink could not be confirmed with certainty without a 90-degree image to the current image to evaluate the overlapping section in the antecubital fossa. As the images likely showed a kink and the event description of positional occlusion are consistent with a kink, this complaint will be confirmed but the exact cause is not determined possible contributing factors could include the angle of the catheter as it entered the vein, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ the report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "(B)(6) 2023 called to assess patient lua dl PICC, due to occlusion and positional since last night, seen by vat rn, noted with brisk blood return on both lumen, dressing is intact no visible kink, cpn and IV fluids flowing very good when arm is abduct and adduct , but when ask patient to raised his arm above his head , IV pump started to beep and occlusion detected, possible catheter issue as seen in cxr ,about 7-8 cm above the site noted intra lumen (possible kink/line fracture)." No other information was provided. Additional information received 2/28/2023: it was reported by the customer "catheter was secured with securacath."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "1/1/23 called to assess patient lua dl PICC, due to occlusion and positional since last night, seen by vat rn, noted with brisk blood return on both lumen, dressing is intact no visible kink, cpn and IV fluids flowing very good when arm is abduct and adduct , but when ask patient to raised his arm above his head , IV pump started to beep and occlusion detected, possible catheter issue as seen in cxr ,about 7-8 cm above the site noted intra lumen (possible kink/line fracture)." No other information was provided. Additional information received on 2/28/2023: it was reported by the customer "catheter was secured with securacath." Additional information received on 5/25/2023: catheter inserted 12cm above the antecubital fossa and 4cm left external to the patient.

Event description:
It was reported by the customer "on (B)(6) 2023 called to assess patient lua dl PICC, due to occlusion and positional since last night, seen by vat rn, noted with brisk blood return on both lumen, dressing is intact no visible kink, cpn and IV fluids flowing very good when arm is abduct and adduct , but when ask patient to raised his arm above his head , IV pump started to beep and occlusion detected, possible catheter issue as seen in cxr ,about 7-8 cm above the site noted intra lumen (possible kink/line fracture)." No other information was provided. Additional information received 2/28/2023: it was reported by the customer "catheter was secured with securacath."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.